Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with cardiac arrest. During a procedure to treat a free perforation, a 3.0x12 jostent graftmaster otw covered stent system was advanced without resistance to the perforation in the 4-millimeter proximal left anterior descending coronary artery. The ease of handling of the device was rated to be "moderate", reportedly due to the calcification of the patient arteries. The 3.0x12 jostent graftmaster failed to seal the perforation. Additional balloon inflation was performed at the perforation site, but also failed to seal the perforation. An additional 4.0x19 jostent graftmaster stent was then advanced and positioned at the perforation site. A leak at the junction of the hub and proximal shaft of the jostent graftmaster was noted during inflation, however, the stent was still able to be deployed at 14 atmospheres and the perforation was successfully sealed. The jostent graftmaster was withdrawn without resistance. During the procedure, after stent placement, the patient experienced bradycardia during placement of the 2nd jostent graftmaster and expired due to cardiac arrest related to the coronary perforation, despite efforts to resuscitate the patient via cardiopulmonary resuscitation, intubation, and pericardiocentesis. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use states that it is not recommended that the product be used after the use before date. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 3.0x12 jostent graftmaster otw referenced is being filed under a separate medwatch report number.